Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to pain and instability. The liner, shell, and head were removed and replaced.